Event description:
It was reported the patient presented in-clinic for follow-up. Noise and low sensing were observed. Noise was reproducible upon inhalation and exhalation. Lead anomaly suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.